Event description:
It was reported that a patient experienced hypoglycemia with a reported glucose value of 54 mg/dl and contacted support, indicating they had eaten lunch and consumed cookies; the patient was advised to treat with 15 grams of fast-acting carbohydrates, consistent with urgent low and urgent low soon notifications. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included complaint handling and troubleshooting with user education on hypoglycemia treatment. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemic event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.